Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, one deployment attempt was made, and the valve was deployed to 80% in cusp-overlap technique (cot) projection. When deploying the valve, the operator did not identify any issues while deploying the valve, only upon recapturing was the issue identified. It was noted that the capsule responded up to a point where there was no more room to turn. The valve placement was assessed and determined to be too high, and the valve was recaptured. During device recapture, the turning knob used to recapture/deploy had made contact with the grey handle, indicating that there was no more room for additional turns. At this point, it was observed that the inflow (estimated 2-3 nodes) were still exposed. No handle or endcap separation was noted. The valve was anchored to the annulus as the physician attempted to overdrive the deployment knob to fully close the capsule. Buckle around the paddle pockets was observed as the recapture was not successful and the device was pulled back across the arch with the inflow of the valve still exposed and flowered. The valve was pulled further into the descending aorta and the overdrive tension was released. The capsule straightened out and the valve was able to be recaptured. It was noted that the delivery catheter system was bent prior to the recapture due to the aortic root angulation. There was no patient anatomy that contributed to the deployment issue and femoral tortuosity was not present. Subsequently the valve was replaced with a non-medtronic device. No adverse patient effects were reported.

Manufacturer narrative:
Updated h.6 four static images and two media files were provided for review. Patient¿s executive summary was not provided for anatomical review. A fluoroscopy valve load inspection was not provided; thus, it is not possible to confirm a good load. It was reported that the valve was deployed just prior to the point of no recapture without issues. During recapture, difficulty was encountered and damage to the capsule can be seen which prevented full recapture of the valve. Eventually, the damaged delivery catheter system and valve were removed from the patient and visible damaged could be seen. The IFU states that before inserting into a patient, visually inspect the loaded bioprosthesis under fluoroscopy. Complete fluoroscopy check under a magnified, high-resolution view over an area selected to not impede the clarity of the device. Ensure the capsule is slowly rotated 360°during the fluoroscopy check. In this case, the issues encountered could have been caused by an undetected misload. However, without a fluoroscopy valve load inspection it is not possible to validate this statement and this review is inconclusive. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. During device recapture, the turning knob used to recapture/deploy had made contact with the grey handle, indicating that there was no more room for additional turns. At this point, it was observed that the inflow (estimated 2-3 nodes) were still exposed. Buckle around the paddle pockets was observed as the recapture was not successful and the device was pulled back across the arch with the inflow of the valve still exposed and flowered. Based on the investigation completed into capsule buckle events, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The reported buckle was confirmed through image review. The buckle of the capsule prevented the full recapture of the valve. Capsule buckle occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. In this case, the challenging anatomy present may have caused or contrib uted to the capsule damage but this cannot be conclusively confirmed with the evidence available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.